Event description:
Per the clinic, the explant on (B)(6) 2023 was performed under general anesthesia.

Event description:
Per the clinic, the device was explanted on march 29, 2023 and the patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.